Event description:
Reporter alleged the blood glucose meter produced a reading which is outside the range of the device. It was reported meter read 825 mg/dl however when looking at the memory, the result was 528 mg/dl. No treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.